Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that his blood glucose was low and the paramedics were called to his house. The blood glucose reading was 27mg/dl. The customer stated that his sensor was in the 90s mg/dl range at the time. No further information was provided.